Event description:
Description: in a retail pharmacy setting a pt was receiving a refill for bayer contour test strips using as directed twice a day. Pt returned to the pharmacy having received bayer breeze 2 test strips instead. Pt had no problems and the correct strips were dispensed to the pt. To prevent this error in the future is important to double check ndc especially in test strips that have similar names. Medication administered to or used by the pt: yes. Type of staff made initial error: pharmacist. Pt counseling provided: unk. (B)(6).